Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A supplies manager reported that there was a dialyzer blood leak during a hemodialysis (hd) treatment. In a follow up, the nurse clarified that the blood leak occurred 2 minutes after initiation of hd treatment. The blood leak was described as possibly being an internal blood leak and external too. Blood tests strips were used and tested positive for the presence of blood. The machine was a fresenius 2008k machine that did alarm appropriately with the blood leak alarm. There was also a small crack in the header of the dialyzer where blood was seen leaking. Fresenius bloodlines were being used. The patient¿s estimated blood loss (ebl) was approximately 350 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed the next day.the device is available to be returned to the manufacturer for evaluation. The patient is female with initials (B)(6) , and dob (b))6) 1969. Dry weight is 87kg. The patient¿s blood flow rate (bfr) was 350 ml/min and the dialysate flow rate (dfr) was 1.5 autoflow. The patient dialyzes 3 times per week and has been doing hd treatment for 7 years.

Manufacturer narrative:
Additional information: h.3. Plant investigation: the complaint could not be confirmed as a definitive conclusion regarding the complaint incident cannot be reached with the information provided. As of 12/12/2023 a sample has not been provided for evaluation. The third party carrier's website was reviewed and it was verified that provided shipping materials were sent to the customer and were subsequently received. A review of the production record was performed. The production record review showed there was one approved temporary deviation notice in the production of this lot. It is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A supplies manager reported that there was a dialyzer blood leak during a hemodialysis (hd) treatment. In a follow up, the nurse clarified that the blood leak occurred 2 minutes after initiation of hd treatment. The blood leak was described as possibly being an internal blood leak and external too. Blood tests strips were used and tested positive for the presence of blood. The machine was a fresenius 2008k machine that did alarm appropriately with the blood leak alarm. There was also a small crack in the header of the dialyzer where blood was seen leaking. Fresenius bloodlines were being used. The patient¿s estimated blood loss (ebl) was approximately 350 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed the next day.the device is available to be returned to the manufacturer for evaluation. The patient is female with initials (B)(6). Dry weight is 87kg. The patient¿s blood flow rate (bfr) was 350 ml/min and the dialysate flow rate (dfr) was 1.5 autoflow. The patient dialyzes 3 times per week and has been doing hd treatment for 7 years.